Event description:
It was reported that the patient was complaining of shocks, at the site of the implantable cardiac monitor, that are so bad that it leads the patient to tears. Additional information was obtained from the nurse indicating the device was functioning normally with no recorded arrhythmias. The patient's tissue looked normal with good coverage of the device. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).